Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Insulin was leaking out. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
No bends nor kinks were observed to the soft cannula. A leak test was performed on the device, and no leaks were observed. No damages capable of causing leaking during wear were observed. The data presented an 0x18 alarm. The reservoir reached an empty state. The device operated as intended.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Insulin was leaking out. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.